Event description:
Additional information: was there any patient harm? Not to our knowledge. Please confirm the make and model of the connecting product(s)? Probably a b.braun infusion line, not confirmed. Please confirm if there is any visible damage on the set? Not to our knowledge please confirm what substance was being infused during the time of the event? It was planned for a cytotoxic treatment. Please confirm when the fault was identified during priming or during infusion. If during infusion, how long into the infusion? Discovered when priming the set.

Manufacturer narrative:
Investigation results: no samples were received for investigation of (B)(4), in which the customer has stated: ¿one of the "legs" of the smartsite with extension was blocked, fluid runs through one leg only.¿. The product in use at the time is reported to be a 20019e7d from lot 22085992. The customer reported that they used the 20019e7d extension set with a b. Braun infusion line. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22085992 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7d products in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was occluded. The following information was received by the initial reporter with the verbatim: customer describes products was attempted used during a pediatric anesthesia, and staff discover that one "leg" of the products seems blocked and can't be used for fluid administration. The other leg of the extension works fine. They claim this has also been happening before (not reported to us) and ask us if this is a known weakness of the product. One of the "legs" of the smartsite with extension was blocked, fluid runs through one leg only. When did the incident occur? During use.